Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, removal difficulties were encountered. The percent of the lesion stenosis, degree of calcification, and vessel tortuosity are unk. A mach1 guide catheter was placed. The express biliary sd 6.0mm x 18 mm x 90cm stent delivery system was advanced to the lesion and successfully deployed. Following stent deployment, the stent delivery balloon was successfully removed from the stent without incident, however, the balloon was unable to be withdrawn into the guide catheter. In an attempt to remove the balloon, the physician applied force to the balloon catheter which allowed the balloon to be withdrawn into the guide catheter. It was not known if the stent delivery device was removed separately or in tandem with the guide catheter. The procedure was completed with this device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the stent had been implanted and the stent delivery system was disposed at the user facility; therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.